Event description:
Event description guidant received information that this right ventricular lead exhibited high thresholds, resulting in loss of capture. A review of the previous follow-up chest x-rays demonstrated the device had migrated from the 2nd rib to the 6th rib area. A longevity calculation was then performed by a technical service consultant.